Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperthyroidism ("hyperthyroidism"), procedural pain ("lots of pain afterward"), uterine inflammation ("uterus inflammation"), alopecia ("hair loss"), feeling abnormal ("brain fog"), inflammation ("inflammation all over my body"), cystitis noninfective ("bladder inflammation"), abnormal weight gain ("massive weight gain"), vulvovaginal inflammation ("my vagina and uterus are so inflammed"), bursitis ("hip inflammation"), fatigue ("fatigue"), nonalcoholic fatty liver disease ("non alcohol fatty liver disease") and orgasm abnormal ("pain during orgasm"). The patient was treated with surgery (essure removed). Essure was removed in 2019. At the time of the report, the pelvic pain, hyperthyroidism, procedural pain, uterine inflammation, alopecia, feeling abnormal, inflammation, cystitis noninfective, abnormal weight gain, vulvovaginal inflammation, bursitis, fatigue, nonalcoholic fatty liver disease and orgasm abnormal outcome was unknown. The reporter considered abnormal weight gain, alopecia, bursitis, cystitis noninfective, fatigue, feeling abnormal, hyperthyroidism, inflammation, nonalcoholic fatty liver disease, orgasm abnormal, pelvic pain, procedural pain, uterine inflammation and vulvovaginal inflammation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abnormal weight gain, alopecia, bursitis, cystitis noninfective, fatigue, feeling abnorm, al, hyperthyroidism, inflammation, nonalcoholic fatty liver disease, pelvic pain, procedural pain, uterine inflammation and vulvovaginal inflammation, pain during orgasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: pelvic pain, fatigue. Reporter was added. On 23-mar-2020: social media received. New events added: hyperthyroidism, nonalcoholic fatty liver disease. Product's end date was added. Removal confirmed. Case upgraded to serious incident. On 25-mar-2020: social media received: reported added, event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperthyroidism ("hyperthyroidism"), procedural pain ("lots of pain afterward"), uterine inflammation ("uterus inflammation"), alopecia ("hair loss"), feeling abnormal ("brain fog"), inflammation ("inflammation all over my body"), cystitis noninfective ("bladder inflammation"), abnormal weight gain ("massive weight gain"), vulvovaginal inflammation ("my vagina and uterus are so inflammed"), bursitis ("hip inflammation"), fatigue ("fatigue"), nonalcoholic fatty liver disease ("non alcohol fatty liver disease"), orgasm abnormal ("pain during orgasm"), dyshidrotic eczema ("dyshidrotic eczema"), allergy to metals ("nickel allergy"), pruritus ("itchy"), libido increased ("I have high sex drive") and dyspareunia ("cant have sex due to pain"). The patient was treated with surgery (essure removed). Essure was removed in 2019. At the time of the report, the pelvic pain, hyperthyroidism, procedural pain, uterine inflammation, alopecia, feeling abnormal, inflammation, cystitis noninfective, abnormal weight gain, vulvovaginal inflammation, bursitis, fatigue, nonalcoholic fatty liver disease, orgasm abnormal, dyshidrotic eczema, allergy to metals, pruritus, libido increased and dyspareunia outcome was unknown. The reporter considered abnormal weight gain, allergy to metals, alopecia, bursitis, cystitis noninfective, dyshidrotic eczema, dyspareunia, fatigue, feeling abnormal, hyperthyroidism, inflammation, libido increased, nonalcoholic fatty liver disease, orgasm abnormal, pelvic pain, procedural pain, pruritus, uterine inflammation and vulvovaginal inflammation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abnormal weight gain, alopecia, bursitis, cystitis noninfective, fatigue, feeling abnorm, al, hyperthyroidism, inflammation, nonalcoholic fatty liver disease, pelvic pain, procedural pain, uterine inflammation and vulvovaginal inflammation, pain during orgasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperthyroidism ("hyperthyroidism"), procedural pain ("lots of pain afterward"), uterine inflammation ("uterus inflammation"), alopecia ("hair loss"), feeling abnormal ("brain fog"), inflammation ("inflammation all over my body"), cystitis noninfective ("bladder inflammation"), abnormal weight gain ("massive weight gain"), vulvovaginal inflammation ("my vagina and uterus are so inflamed"), bursitis ("hip inflammation"), fatigue ("fatigue"), nonalcoholic fatty liver disease ("non alcohol fatty liver disease"), orgasm abnormal ("pain during orgasm"), dyshidrotic eczema ("dyshidrotic eczema"), allergy to metals ("nickel allergy"), pruritus ("itchy"), libido increased ("I have high sex drive") and dyspareunia ("cant have sex due to pain"). The patient was treated with surgery (essure removed). Essure was removed in 2019. At the time of the report, the pelvic pain, hyperthyroidism, procedural pain, uterine inflammation, alopecia, feeling abnormal, inflammation, cystitis noninfective, abnormal weight gain, vulvovaginal inflammation, bursitis, fatigue, nonalcoholic fatty liver disease, orgasm abnormal, dyshidrotic eczema, allergy to metals, pruritus, libido increased and dyspareunia outcome was unknown. The reporter considered abnormal weight gain, allergy to metals, alopecia, bursitis, cystitis noninfective, dyshidrotic eczema, dyspareunia, fatigue, feeling abnormal, hyperthyroidism, inflammation, libido increased, nonalcoholic fatty liver disease, orgasm abnormal, pelvic pain, procedural pain, pruritus, uterine inflammation and vulvovaginal inflammation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abnormal weight gain, alopecia, bursitis, cystitis noninfective, fatigue, feeling abnormal, hyperthyroidism, inflammation, nonalcoholic fatty liver disease, pelvic pain, procedural pain, uterine inflammation and vulvovaginal inflammation, pain during orgasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new events eczema, nickel allergy and itchy were added. Reporter was added. On 23-mar-2020: social media received : new events I have high sex drive added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperthyroidism ("hyperthyroidism"), procedural pain ("lots of pain afterward"), uterine inflammation ("uterus inflammation"), alopecia ("hair loss"), feeling abnormal ("brain fog"), inflammation ("inflammation all over my body"), cystitis noninfective ("bladder inflammation"), abnormal weight gain ("massive weight gain"), vulvovaginal inflammation ("my vagina and uterus are so inflammed"), bursitis ("hip inflammation"), fatigue ("fatigue"), nonalcoholic fatty liver disease ("non alcohol fatty liver disease"), orgasm abnormal ("pain during orgasm"), dyshidrotic eczema ("dyshidrotic eczema"), allergy to metals ("nickel allergy"), pruritus ("itchy"), libido increased ("I have high sex drive"), dyspareunia ("cant have sex due to pain"), arthralgia ("hip pain") and arthritis ("arthritis"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hyperthyroidism, procedural pain, uterine inflammation, alopecia, feeling abnormal, inflammation, cystitis noninfective, abnormal weight gain, vulvovaginal inflammation, bursitis, fatigue, nonalcoholic fatty liver disease, orgasm abnormal, dyshidrotic eczema, allergy to metals, pruritus, libido increased, dyspareunia, arthralgia and arthritis outcome was unknown. The reporter considered abnormal weight gain, allergy to metals, alopecia, arthralgia, arthritis, bursitis, cystitis noninfective, dyshidrotic eczema, dyspareunia, fatigue, feeling abnormal, hyperthyroidism, inflammation, libido increased, nonalcoholic fatty liver disease, orgasm abnormal, pelvic pain, procedural pain, pruritus, uterine inflammation and vulvovaginal inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abnormal weight gain, alopecia, bursitis, cystitis noninfective, fatigue, feeling abnormal, hyperthyroidism, inflammation, nonalcoholic fatty liver disease, pelvic pain, procedural pain, uterine inflammation and vulvovaginal inflammation, orgasm abnormal, arthritis and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Events- arthritis and arthralgia added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.